Event description:
It was reported that when the remote monitor was plugged in the landline did not work. The monitor was returned to the manufacturer, analyzed, and tested out of specification. The event was initially not reportable, but the monitor was returned to the manufacturer, analyzed and tested out of specification. Due to out of specification findings the event is being reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that transistor tested out of electrical specification.